Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the up and down arrow buttons due to corroded keypad traces noted. No unexpected button error alarms noted. The insulin pump has cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was unknown. No further information reported.